Event description:
(B)(4).

Manufacturer narrative:
The event was caused by user not following the instructions for use. At the time of the incident, there was no 200 gauss line on the floor. The use of the ventilator in the mr environment requires among others: that a 200 gauss line shall be marked on the floor (for which the ventilator shall not cross). Wheels shall be locked on the system. Only trained operators in the mr procedure operate the ventilator. All this information is contained in the mr environment agreement. Our records show that the facility/hospital signed the agreement which implies that prerequisites for use of the ventilator in the mr environment were put in place at the facility and should have been followed. Our conclusion in the matter is that the event was caused by user not following the conditions of use. (B)(4).